Event description:
Affiliate reported that prior to insertion, monitor zeroed perfectly whilst outside patient; obtained 3 digit reference numbers. Once inserted in patient, the microsensor was giving reading of 52-54 mm hg. Tried medical intervention to reduce intracranial pressure, however, microsensor continued to give reading of 52-54 mmhg. Performed CT scan on patient which showed no signs of raised icp and that microsensor was positioned correctly. Removed microsensor and inserted bactiseal evd. Upon insertion of evd, icp of 2-3 mmhg was noted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
E-mail received from the affiliate informed that: "prior to insertion, monitor zeroed perfectly whilst outside patient; obtained 3 digit reference number. Once inserted in patient, microsensor was giving reading of 52-54 mm hg. Tried medical intervention to reduce intracranial pressure, however, microsensor continued to give reading of 52-54 mmhg. Performed CT scan on patient which showed no signs of raised icp and that microsensor was positioned correctly. Removed microsensor and inserted bactiseal evd. Upon insertion of evd, icp of 2-3 mmhg was noted". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.